Event description:
Patient had pain, swelling, and inflammation. Patient has severe xerostomia, thrush and poor hygiene around implant. Patient presented with generalized gingival inflammation and redness with thrush.